Event description:
It was reported that the procedure was being performed on a female pt with cholecystitis and cholelithiasis. The balloon ruptured while being inflated in common bile duct causing a tear, which was surgically repaired.